Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion". According to the customer: "the screen went black while the pump was infusing. The pump was being used to administer an iron infusion (ferinject), the rate was set at 540 mls/hr, the volume to be infused was 270 mls. The fluid infused too slowly. This issue occurred on (B)(6) 2022 in a hospital based infusion unit. There was no harm to the patient."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 21000 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. At the specified date of the incident given from the customer (2022-10-06) no infusion was available. Therefore, the last history files from 2022-11-10 to 2022-11-23 were investigated. At 2022-11-23 16:15 pm the entry "no battery inside" could be detected twice. It could be detected that the device wasn´t connected to mains operation. The battery capacity was 0 mah. An infusion without mains operation at that time wasn´t possible. The device was turn off by pressing the "on/off" button on the keyboard at 16:16 pm. Furthermore, no anomalies inside the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (p1 03/2018) on the lower housing were intact and undamaged. The device shows liquid residues at the outside. Furthermore, the p3 connector shows oxidized contacts. In addition, no more anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. No anomalies could be detected. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,80%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside, the device was disassembled complete. No damage or soiling could be found. 4. Judgement: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.